Event description:
A patient reported that it looks like their teeth shifted to one side on both top and bottom. The patient also stated their teeth are loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.